Event description:
It was reported that during total knee arthroplasty on (B)(6), 2011 the tip of a vanguard ps box reamer broke. There was no delay in the procedure or injury to patient reported. No further information has been provided.

Manufacturer narrative:
Evaluation of returned device found evidence that instrument fractured due to fatigue.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur. Biomet package inserts contain the following precautionary statement: intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement.